Event description:
The patient has been having problems with the pump eroding through the pump pocket in his left buttock because of muscle wasting and weight loss. The new pump was implanted into the fascia in his gluteus muscle. See manufacturer report # 3004209178201000553 for event related to new pump.

Manufacturer narrative:
(B) (4).